Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6005503 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of reference samples buid-umd version 11 for the code: leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 43 and version 39 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with work instruction version 25 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005503 was manufactured according to the document version 71 on the packing process in the line 1, on 14/feb/2024., with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion set tube leakage at site area. Infusion set has been used for 1 day. The blood glucose level was 300-349 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.